Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a conflicting result with the binax now covid-19 ag card performed on (B)(6) 2021. User performed the first test card and obtained red control line and no sample line. Repeat testing was performed with a faint pink control line and a red sample line. It is unknown if confirmation testing was performed. No additional patient information, including treatment and outcome, was provided.